Event description:
The user reported that the device's display screen was blank. There was no pt involvement reported.

Manufacturer narrative:
Eval summary: the device is an automatic external defibrillator (AED) and the actual device involved was returned by the user facility. The user's report indicated "no display". Evaluation found that the display screen was not working properly in that it was flickering and rolling. Investigation found that an internal cable that sends data to the display had become unseated in its socket. In addition, a solder connection on a capacitor that is associated with sending power to the display showed signs of being fractured. After both problems were corrected, the device performed to specifications and passed acceptance testing. The repaired device was returned to the customer.